Manufacturer narrative:
Follow-up #1: date of submission 04/12/2017. Device evaluation: the cartridge has not been returned; a retained sample from the reported cartridge lot was pulled and evaluated by product analysis om 03/21/2017 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. The cartridge was cycled and filled successfully with no air bubbles formed inside the cartridge. A cartridge leak test was performed and no leaks were noted from anywhere on the cartridge. A cartridge force test was completed with all cartridge force measurements within required specifications. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Device evaluation: the device has been returned and evaluated by product analysis on 03/30/2017 with the following findings: loss of prime records were observed in the black box; force readings did not reach zero. On investigation, rewind, load cartridge, and prime steps were performed successfully with no alarms. Force sensor calibration testing confirmed the force sensor was detecting correct force. The pump was exercised for 24 hours with no loss of prime occurring. Investigation did not duplicate the issue and the pump was determined to be operating as intended without malfunction. Unrelated to the original complaint, the battery compartment was noted to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.